Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug 3.36 mg/day) via an implantable pump for non-malignant pain indications for use. It was reported that the patient had the pump filled yesterday at 11 am and then started experiencing withdrawal symptoms in the evening. The healthcare provider (hcp) stated that the patient came to the emergency room (ER) as their managing physician's office was closed for the weekend. The hcp stated that the pump report sent to them indicated an error code 303-(indicating a synchronization issue between the pump the pump and programmer) that the pump time was off. The agent reviewed that this code would not indicate any problem with the pump function. The hcp asked for assistance with the pump programming. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service. Additional information was provided from a healthcare provider stated that the patient was admitted for one day due to withdrawal symptoms resulting from under-infusion, as the pump was not delivering medication. The cause of the pump malfunction was unknown. However, once a company representative cleared error code 303-indicating a synchronization issue between the pump the pump and programmer- the device was working normally. The patient is currently doing well. No logs available for review, the software version for the pump was unknown. No further information was available.